Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: it was reported that there is an upcoming total hip revision due to dislocation of femoral head from the stem.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown v40 lfit femoral head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection & material analysis showed damage consistent with the loss of taper lock on the head and stem of the returned devices. No further material analyses were performed. Dimensional and functional inspection was not performed as the device was returned damaged. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as the lot number is unknown. -complaint history review: could not be performed as the lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information